Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Part number: 03.118.111. Lot number: t188847. Manufacturing site: tuttlingen. Release to warehouse date: 05-mar-2020. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction/internal fixation surgery for a calcaneal fracture with the va calcaneal 2.7 instrument set. However, the spring for the silicone handle quick coupling was not included in the set, and it couldn¿t be found in the operation room. Therefore, it was not possible to attach a driver shaft to the handle for torque limiters. The surgery was completed successfully using other handles. There was no delay and no patient consequence. This report involves one silicone handle/quick coupling w/ rotating cap. This is report 1 of 1 for (B)(4).